Manufacturer narrative:
Note: although this report is related to a product that is labeled for use in the veterinary market, the product is identical to product that is labeled for human use. Therefore, this report is being submitted as a precautionary measure. (B)(4). The investigation has yet to be completed. A follow up report will be submitted when the investigation is complete and within 30 days from the date that this report was sent all available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported the patient developed cephalic phlebitis on both front legs using the surflo catheter device. Follow-up communication from the user facility reported the following information: the patient's leg was shaved and prepped for placement; the product was inserted, the patient pulled it out; a second IV was inserted; after four days of continued IV fluids, the doctor noted cephalic phlebitis on both front legs; it was noted one leg was inflamed and there was an open wound; the patient was treated with both oral and topical antibiotics for cephalic phlebitis; the patient was watched and bandages changed frequently; the patient was released with oral antibiotics; and it was reported the patient is doing well. This patient was treated for three days with the same complaint sample. This report is for day two of treatment. See MDR# 1118880-2015-00050 for day one of treatment. See MDR# 1118880-2015-00052 for day three of treatment.

Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2015-00051 to provide a follow up on the status of this report. The investigation has yet to be completed. A follow up report will be submitted when the investigation is complete but no later than 30 days from the date that this report was sent. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2015-00051 to provide a follow up on the status of this report.

Manufacturer narrative:
As stated, this report is being submitted as follow up no. 2 to provide a follow up on the status of this report. The investigation has yet to be completed. A follow up report will be submitted when the investigation is complete but no later than 30 days from the date that this report was sent.

Event description:
This report is being submitted as follow up no. 2 to provide a follow up on the status of this report.

Manufacturer narrative:
As stated, this report is being submitted as follow up no. 6 for mfg. Report no. 1118880-2015-00051 to provide a follow up on the status of this report. The additional investigation has yet to be completed. A follow up report will be submitted when the investigation is complete but no later than 30 days from the date that this report was sent.

Event description:
This report is being submitted as follow up no. 6 for mfg. Report no. 1118880-2015-00051 to provide a follow up on the status of this report.

Manufacturer narrative:
This report is being submitted as follow up no. 4 for mfg. Report no. 1118880-2015-00051 to provide retention sample evaluation results. Note: although this report is related to a product that is labeled for use in the veterinary market, the product is identical to product that is labeled for human use. Therefore, this report is being submitted as a precautionary measure. This report was not associated with a human patient. The actual device was not returned to the manufacturing facility for evaluation. Therefore, thirty samples from the reported lot and thirty samples from the sounding lots were evaluated. The investigation did not reveal any findings consistent with development of cephalic phlebitis, which per our investigation is a bacterial infection. However, one of the 90 samples was found to contain foreign material determined by via micro-ftir analyzation to be consistent with 1.polyabutadience 2. Aromatic oils and polydimethylsiloxane: reactive catheter lubricant nct911. The device history record was reviewed and the lot in question was found to pass sterilization prior to release. All these raw materials coming into direct contact with body tissues are evaluated to assure acceptable biocompatibility following guidelines as stated in en iso10993-1- biological evaluation of medical devices - part 1: evaluation and testing. Although the cause of the reported event cannot be definitively determined, an additional investigation is in progress. A follow up report will be submitted when the investigation is complete but no later than 30 days from the date that this report was sent. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow up no. 4 for mfg. Report no. 1118880-2015-00051 to provide retention sample evaluation results.

Manufacturer narrative:
As stated, this report is being submitted as follow up no. 7 for mfg. Report no. 1118880-2015-00051 to provide the completed investigation results. The additional investigation has been completed. Due to decommissioning of the sr assembly lines, the root cause could not be determined and the defect could not be recreated. Without the return of the actual sample it is not possible to determine if the substance found on the catheter of the retention sample is related to the reported complaint.

Event description:
This report is being submitted as follow up no. 7 for mfg. Report no. 1118880-2015-00051 to provide the completed investigation results.

Manufacturer narrative:
(B)(4). The additional investigation has yet to be completed. A follow up report will be submitted when the investigation is complete but no later than 30 days from the date that this report was sent. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
As stated, this report is being submitted as follow up no. 3 for mfg. Report no. 1118880-2015-00051 to provide a follow up on the status of this report. The investigation has yet to be completed. A follow up report will be submitted when the investigation is complete but no later than 30 days from the date that this report was sent. For this reason, evaluation code was used in the conclusions section.

Event description:
This report is being submitted as follow up no. 3 for mfg. Report no. 1118880-2015-00051 to provide a follow up on the status of this report.